Event description:
Bio med tech called to report overinfusionon on the 6060 pump. Pump was programmed to administer 12 ml of medicaiton per hr, 100cc bag. The pump emptied bag in less than 2 hrs. Treatment was programmed for 8 hours. There was no pt injury or medical intervention reported at this time. Pump will be sent to the repair center for evaluation. No add'l pt info is available at this time.